Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the pulse generator exhibited pmt episodes. On (B)(6) 2017, the patient presented in clinic for follow and the device was reprogrammed. The patient was in stable condition.